Event description:
It was reported that the patient had diaphragmatic stimulation caused by a dislodgement of the left ventricular (lv) lead. It was reported that the lead had no capture and high, unstable thresholds. It was noted that the patient had suffered a massive panic attack which was extremely physical to arm and upper body movement during the panic attack. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.